Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned sample included carrier tube, hemostasis sheath, arteriotomy locator and foil pouch. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and locator were returned fully mated. The returned sheath was found to have one kink on the tubing. No other damage or issues with the device were identified. The complaint was able to be confirmed for a sheath kink. The exact root cause was unable to be determined. The likely cause was determined to have been damage sustained by the sheath due to handling during sheath and locator assembly or due to handling during device insertion into the patient. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that when the assembly was inserted into the patient's body, resistance was felt. The assembly was inserted a little strongly, causing the assembly to get kinked. The entire device was removed from the patient and an exoseal (cordis) was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the exoseal device. The procedure before deploying the device was pci. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product.